Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittently responsive keypad buttons, contamination under the keypad, and cold solder on the circuit board. This report is made based on the results of an investigation completed on (B)(4) 2013

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: during investigation the replace battery was verified in the black box. Testing was unable to obtain all current reading due to replace battery alarm. Opened pump and removed from case. Disassembled pump. And reflowed solder on printed circuit board, was able to power up pump and rewind without receiving the alarm. Current readings were good. Unrelated to complaint, the contrast and down buttons were intermittently responsive. Removed keypad and contamination was found under the contrast and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.